Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per international affiliate, it was reported by the rep that the patient was revised due to a broken screw head at l3 on the patient¿s right side. The expedium 5.5 mm stainless steel uniplanar screw broke off at the screw head and the screw shank had to be removed from the bone as well.

Manufacturer narrative:
The expedium ss uni-planar screw was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A 12 month review of the complaint trend analysis for the product family found no related complaints regarding broken screw heads were found. Without the uni-planar screw, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint will be reopened and the product will be evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
Examination of the expedium uniplanar found breakage occurred at the neck of the screw. The top part of the screw, including the tulip head and the screw head, features a clean, smooth surface at the point at which it broke. This appears to be a point at which it was cut rather than broken. This cut is angled in such a way that part of the tulip head has been cut. The angle of the tulip head seems to be tilted along the designed axis for the uniplanar screw in relation to the position of the screw shank. The inside of the tulip head features damaged screw threads, especially towards the bottom. The damage takes the form of two sets of vertical markings on either side of the screw. The threads inside the screw head itself are in good condition. The shank of the uniplanar screw also features some damage. It also features a cut/polished surface as if it were deliberately cut off. The cut surface is perpendicular with the screw shank, further showing that the head of the screw was cut off while at an angle. The top of the shank features markings and a crushed thread, indicative of how and where the screw shank was removed from the bone. A part of shank that would bridge the gap between the shank and the head appears to be missing. The diameter of the flat cut on the surface of the screw shank is smaller than the similar cut on the tulip head. The damaged portion that may have clearly shown the point of breakage may have been cut away from the surfaces of both the screw/tulip head and the screw shank. Fracture analysis revealed the screw¿s sphere and screw shank surfaces exhibited smooth and shiny surfaces indicative of two surfaces rubbing together which caused the fracture characteristics of both surfaces to be removed. A transition line to the potential fracture termination site is shown on the surface of the sphere. No material defects or other abnormalities were observed in this analysis. A root cause analysis cannot be identified using the sample and information provided. The sample features damage that may be from its removal and also features cuts which seems to have removed a point of breakage which would confirm the complaint. Review of the device history record found no discrepancies. A 12 month review of the complaint trend analysis for the product family found no related complaints regarding broken screw heads were found. No corrective and preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.